Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) registry. The patient has a segment of barrett's esophagus containing low-grade dysplasia and was treated with focal rfa. Six weeks after rfa, the patient was noted to have a stricture of the esophagus graded as moderate in severity. The patient was dilated endoscopically. A follow-up phone call from the physician indicated that the patient's symptoms were improved after endoscopy. Per the investigator, the severity was moderate, the relationship of the event to the device procedure was definite, and there was no device malfunction.